Manufacturer narrative:
The complaint could not be verified as the device functionally performed as intended. At no time during functional evaluation the controller generated an error message; therefore, the root cause could not be determined with confidence. It is possible that an e-1 error was experienced, which is due to both the ablate and coagulation buttons being simultaneously activated. Also, an e-2 may have been experienced which can be caused by the wand becoming disconnected when the foot control was inadvertently activated. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using a super multivac 50 icw wand, the device generated an alarm upon activation. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.